Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus. The initial result was 185.0 umol/l. On (B)(6) 2019 a new sample was obtained and the result was 74.7 umol/l. The customer then repeated the original sample and the 2nd sample with results of 70.6 umol/l and 74.7 umol/l respectively. The samples appeared to be clear; no fibrin filament was noted. Calibration and qc were acceptable. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 37371101 with an expiration date of 31-mar-2019. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace from the day of the event. The customer is performing the deproteinize procedure on the instrument every day. There are no non-roche reagents installed. The customer does not have extra wash cycles installed on the instrument as recommended. Based on the information provided, a general reagent issue has been excluded since calibration and qc were acceptable. The issue is consistent with missing extra wash steps on the analyzer. Us customers were notified of the issue on 13-dec-2018 and provided with a workaround.